Manufacturer narrative:
Additional reporting on this event will be provided as a supplemental report to this document as soon as it becomes available

Event description:
Instrument failure - set screw broke broken fragmented pieces left in the patient.

Manufacturer narrative:
See d4 expiration date, d6a, h4, h5, h6, h10 and h11. Complaint has been evaluated and is similar to report number 1644408-2023-00929; 508-32-103, s801 - device cracked/broke, primary surgery. If additional information regarding the reported event is submitted at a future date, this investigation will be re-evaluated.